Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. Unit passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, occlusion test, and excessive no delivery test. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads were noted.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 550 mg/dl. She treated her blood glucose level with 14 units of insulin using the insulin pump. Her blood glucose level did not come down. The drive support cap was flushed. The customer was taking blood thinners. She noticed air in the tubing and therefore she was not receiving insulin. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.